Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of error e226 could not be determined. It is possible that the error occurred due to poor contact with the processor due to the distal end of the connector being largely chipped off. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm.the camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled.the camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was a noisy image with error e226 while using the hd 3cmos camera head. The issue occurred during preparation for use. The intended procedure was completed using the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated at the local olympus service business center. Device evaluation has confirmed the reported issue as a communication error e226 was observed during inspection. In addition, inspection noted that the camera cable was deformed, and the plug unit was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.